Manufacturer narrative:
The issue was resolved by the field engineering specialist service visit. The customer has had no further issues to report.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable results for elecsys troponin t stat assay, the elecsys hcg + beta test system, and the elecsys tsh assay on multiple samples that were run on a cobas e 411 immunoassay analyzer (e411) since (B)(6) 2017. The customer provided one discrepant troponin t result. The initial troponin t result was <0.01 ng/ml. The customer repeated the sample twice and received results of 0.066 ng/ml and 0.06 ng/ml. The initial result was not reported outside of the laboratory and there was no adverse event. The repeat results were deemed to be correct and the patient was admitted based on these results. The troponin t reagent lot was 244664 with a requested but not provided expiration date. The field engineering specialist found that the sample disk was not properly seated. He also noticed packaging film inside the reagent compartment. He reseated the sample disk and removed the packaging film from inside the reagent area. He performed performance testing, which was successful, and the system was then operational.